Manufacturer narrative:
The reported complaint of unable to interrogate was confirmed. Upon receipt, the device was unable to be interrogated with the merlin programmer. Final analysis found the cause of the anomaly was due to memory corruption. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the memory corruption issue remains undetermined.

Manufacturer narrative:
The reported complaint of unable to interrogate was confirmed. Final analysis found the cause of the anomaly was due to memory corruption. Testing found that the hardware of the inductive coil and ble chip were functional. The cause of the memory corruption issue remains undetermined.

Event description:
It was reported that the patient presented for a system implant. During the procedure, it was noted that the implantable cardioverter defibrillator was unable to be interrogated via bluetooth. It was noted that the device was not able to be interrogated with the wand either. The device was replaced. The patient was in stable condition.